Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 446 mg/dl and wen down to 46 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer did not experience any symptoms related to high blood glucose level. Customer stated that they had a bent cannula completed the rewind process. The insulin pump will not be returned for analysis.